Event description:
Biotronik was informed that this lead dislodged. The physician attempted to reposition the lead, but due to venous occlusion, he was unable to advance any wires. The decision was made to move the system to the pt's right side. The hospital has retained this device. Should add'l info become available, this event will be updated.